Event description:
Had lasik surgery in 2010 at (B)(6). Don't actually know what equipment but procedure was interlase, bladeless lasik. Chose them as they were 'experts' after doing a lot of research and waiting a decade until lasik was more 'proven' and also until I was (B)(6) so that my eyes had 'finished' becoming more far-sighted. I was assured I was a great candidate and that my goal of being able to see both computer screen and distance after lasik was a reasonable goal and should be something I would keep. I was nearsighted -6.5 diopter but no astigmatism pre-op. Received general and gentle description of possible side effects but no details until morning of surgery. Written waiver mentioned a number of possible problems not previously discussed but I went ahead and signed. I don't remember the doctor mentioning any issues with loss of night vision/light or any serious risks in the future, after initial small chance or surgical/infection type issues. Had severe dry eye for the next 6 months where it was almost imposible to keep my eyes open without pain and tears--impact at work. Lost a lot of light so that night vision and driving at night became dangerous. Also seeing anything that was backlit like a person's face coming down a corridor was impossible then and still hard. After the initial adaptation period. I did have good vision both near and far if lighting was good and didn't have to wear glasses for normal things. However my vision continued to become more far sighted these past 5 years and I've had to use glasses more and more. Still have the light, night driving, glare problems. Also I now have astigmatism that I never had before. Despite the research I did online and the efforts I made to find the best doctor ( I paid double going rate at least), I still wish I'd not done the lasik, it is very nice not to have to put on contacts in the morning but losing the night vision and realizing the lasik did give me astigmatism and could affect the cornea still isn't what I had in mind. I was told that lasik would not affect my ability to have crystal lens or other vision improvements late and there was no mention of possible negative effects to cornea. All in all, not too bad but certainly not such a good idea either. I appreciate that FDA is making a stand to improve the accountability of our medical system which has perhaps run a little too loose for a long time. (B)(6).